Event description:
The patient implanted for non-malignant pain and other chronic/intract pain (trunk/limbs) reported that she would get shocked or stimulation would amp up whenever she would blow dry her hair. She would turn stimulation off when she would blow dry her hair and she¿d still feel it. It would affect her arms ¿big time.¿ she bought a new hair dryer at the salon. It did it less but would still do it. The patient was redirected to her healthcare provider (hcp). It was noted that she had not had any falls or accidents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.